Manufacturer narrative:
(B)(6). Investigation: one (1) opened actual sample (cannula hub only) and one (1) opened representative sample (cannula hub only) were returned for the investigation of this complaint. Sample # 1 (batch no 7151123, catalog no. 393224) was subjected to visual inspection. The luer lock portion of the cannula hub was observed to be deformed. From the top view, it appeared that the luer lock has been stretched in the direction of the torque normally applied at connection of the luer lock. From the side view, it was observed that the luer lock was deformed by an external upward force. The molding process and manufacturing process were reviewed. The release of mold press near the luer lock area was in a horizontal direction and it is not possible to cause the damage in upward direction. The assembly of needle cap to cannula hub station was reviewed. The direction of assembly is in a downward direction and it is not possible to cause the damage. Sample # 2 (batch no. 6025188, catalog no. 393264) was subjected to visual inspection; no abnormalities were observed on the luer lock portion of the cannula hub. The nonconformance of this complaint could not be determined as there is no process in the manufacturing that could have cause the nonconformance on the cannula hub luer lock.

Event description:
It was reported that the 20 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter leaks. There was no report of exposure, injury or medical interventions.